Event description:
(B)(6) advised chair was working intermittently. The joystick was sticking and had to wiggle it a couple of times for it to work. Paula advised chair has completely stopped working now.